Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for check supply line alarm was not confirmed due to unavailable sample. A batch review was not performed due to unknown lot number. The label review found the labeling adequate for the potential use error in this complaint. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A nurse contacted global technical services (gts) regarding assistance with a check supply line alarm while using the homechoice (hc) while training patients. The nurse was in the training unit and using two bags. Gts had the nurse identify the supply line and found it was not fully inserted into the bag. The nurse corrected it and resumed priming. No injury or medical intervention was reported. Product surveillance contacted the nurse who explained she was training home patients on a dummy tummy when the hc alarmed. The trainee patients were hooking up the cycler to the dummy tummy. The nurse stated she was able to complete the training therapy.